Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer returned sensor only, no insertion needle.

Event description:
The customer reported via phone call that they experienced lost sensor alarm. The customer's blood glucose value was 175 mg/dl. The customer had blood glucose of 344 mg/dl later on. The customer stated that the pump was not communicating with the transmitter. The product was returned for analysis.